Event description:
On (B)(6) 2012, the patient contacted animas and left a message stating that when a battery was put in pump it would beep and then power off. The patient mentioned this issue occurred with at least 3 batteries. No additional information was provided. There was no mention of signs/symptoms suggestive of a serious injury. Animas customer support made several attempts to reach the patient to obtain additional information and review the subject device; however, were unsuccessful in reaching the patient. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: there was one unexplained power reset event observed in the black box history. The battery cap was not returned. The battery compartment was observed to have a crack at the case seal. A new test battery cap was able to fully attach to the pump without the yellow o ring showing. The pump was exercised for 24 hours with the new test battery cap and there were no power interruptions observed during testing. The pump cover was removed and revealed no evidence of loose components or moisture contamination inside the pump. There was no damage to the power circuit or battery flex observed. The initial complaint of intermittent power was confirmed in the pump history but not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.